Event description:
Mesa screw pulled out of bone approximately 4 days post-operatively. The patient was revised and is reportedly doing fine.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It was determine that the incident likely occurred due to the patient's bone quality and/or not using a large enough screw diameter. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.

Manufacturer narrative:
The manufacturer has not yet received the device for evaluation; however, information received from the surgeon indicates that the screw pull-out is a direct result of the patient's poor bone quality. There was no product/device failure. The patient has been revised and is reportedly doing fine. Not yet returned to manufacturer.